Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and deflation.

Event description:
Healthcare professional reported "prosthesis ruptured for right side" and "shape deformation of right breast implant bag shape¿, ¿device volume decrease, mild fluid collection and internal device stepladder sign around device¿. This is for the right device. The device has been explanted.

Event description:
Healthcare professional reported "prosthesis ruptured for right side" and "shape deformation of right breast implant bag shape¿, ¿device volume decrease, mild fluid collection and internal device stepladder sign around device¿. This is for the right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification). Seroma-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Photos of the device were originally received prior to the device and analysis of these photos is provided below. Analysis of the received device is currently under way and the results of the physical device evaluation will be provided in a supplemental medwatch. Device photo evaluation: visual analysis of the photographs identified: rupture: not observed openings on the attached photos. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "prosthesis ruptured for right side" and "shape deformation of right breast implant bag shape¿, ¿device volume decrease, mild fluid collection and internal device stepladder sign around device¿. This is for the right device. The device has been explanted.